Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 22 mg/dl. The customer stated that her blood glucose levels went low because she is a brittle diabetic, and often experiences high and low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.